Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage ide study. (B)(6). It was reported that on (B)(6) 2023, a 25mm navitor valve was selected for an implant using a small flexnav delivery system. The implant depth, distance between the intraventricular end of the valve to the non-coronary cusp/ncc was 6.41. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, after valve deployment, the patient had a left bundle branch block, no treatment was provided. On (B)(6) 2023, patient went to emergency room for high fever and epigastralgia. She was hospitalized. There was a pseudoaneurysm of common femoral artery and then sepsi occurred. The patient was treated with thrombin injection, hemostatic agents and compression. The patient also had a closure device used. (2 prostyle).

Manufacturer narrative:
An event of pseudoaneurysm, sepsis, and fever was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on all available information, the cause of the reported event could not be conclusively determined but is possibly related to the implant procedure.